Manufacturer narrative:
Site director of surgical services declined to provide patient information.(B)(4) 2014. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic ent representative reported a call from a site that while in an ear, nose & throat (ent) procedure, the surgeon was unable to track any of their instruments. No further details of the event were provided. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.